Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the device opened and closed prior to being put into the scope. However, the device would not close when trying to remove a stone. The physician noted that the extractors were not opening and closing as smoothly as they had been in the past. It was further noted that one of the wires on the basket was not completely connected to the rest of the basket formation. There was no reported harm to the patient and the procedure was completed with another extractor.